Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) vented paclitaxel sets leaked from the cap. This occurred during priming with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H4: device manufacture date : january 2025. H11: the device and a video of the sample were received for evaluation. Visual inspection on the actual sample did not identify any abnormalities that could have contributed to the reported condition. A retention sample was also evaluated. The retention sample was visually inspected, and no obvious issues/damage were detected, and the sample was conforming as per product specifications. A functional leak test was performed on the retention sample, and no signs of a leak were observed from the device. The video was reviewed, and it was noted that there was a drop of liquid which suggested a leak had occurred; however, the exact location of leak was not identified. The reported condition was verified in the video sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.